Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was unable to load the insulin cartridge. Customer's blood glucose was 133 mg/dl. Reportedly, customer reverted to an alternate form of insulin therapy.